Event description:
Meter name: one touch basic enhanced. Strip name: one touch strips. Meter code: ni. Strip code: ni. Strip storage: ni. Symptoms: no symptoms. A patient reported their meter would not power on. Their meter allegedly would not turn on. Treatment was: customer took the customer's insulin as usual. No further information has been reported.